Event description:
Resident pulled catheter into urethra. Staff was unable to advance catheter back into bladder. Resident sent to hosp. They too were unable to deflate bulb to remove catheter or advance back up. An 18g needle had to be inserted through the scrotum and bulb deflated that way. Resident had to have urethral repair.